Manufacturer narrative:
E1- initial reporter address 1: (B)(6). B1: updated with product problem. Device evaluation by manufacturer: the carotid device was returned for analysis. A visual and tactile examination identified an outer sheath kink approximately 170mm proximal from the distal tip. The device was returned with the stent fully mounted in the correct location on the device. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. A stenosed target lesion was located in the carotid artery. An 8f guide catheter and filterwire ez was placed in the lesion and used a 4x30 balloon for dilation. Then an 8.0-29 carotid wallstent self-expanding stent was selected for treatment. However, upon unpacking, the stent was found kink. Another of the same stent was used and completed the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. A stenosed target lesion was located in the carotid artery. An 8f guide catheter and filterwire ez was placed in the lesion and used a 4x30 balloon for dilation. Then an 8.0-29 carotid wallstent self-expanding stent was selected for treatment. However, upon unpacking, the stent was found kink. Another of the same stent was used and completed the procedure. No complications were reported, and the patient condition following procedure was stable.